Manufacturer narrative:
Continued: section g: 510k: (B)(4) investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was a folded lid stock from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (only 1 catheter was included in the return). The catheter had some loose powder present within the red catheter hub. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was not present on the exterior of the device or nozzle. When tested as returned the device did not spray as intended. The co2 cartridge did not discharge when deactivated. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). It was noted that the lance has some range of motion side to side. This may be due to force exerted by the co2 cartridge during initial activation. When tested with a new co2 cartridge and activation knob, the device sprayed nonstop. The handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the on/off valve to the powder chamber but was not present in the back tube connecting the powder chamber to the low-pressure valve. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear and the cannulas within the powder chamber were clear. The low-pressure valve was disassembled and evaluated. All the internal components were intact. However, powder was observed around the base of the activation button and around the o-rings and spring inside the valve. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to provide hemostasis for a bleeding tumor in duodenum, the physician used a cook hemospray endoscopic hemostat. It was reported that when the customer wanted to use the hemospray, no powder came out of the catheter. Even when the catheter wasn't sprayed [attached], no powder came out. The catheter was not blocked [difficult or unable to spray-subject of report]. The procedure was completed with another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.